Event description:
It was reported by repair work order that the head section gets caught due to tape on the head section telescoping bars. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.